Event description:
On (B)(6) 2022, dr. (B)(6) reoperated on this patient due to infection and he planned to do a washout and poly replacement. When he placed the knee into flexion, the femoral construct came out of the cement mantle with no visible cement adhered to the stem. The knee femur construct was replaced with off-the-shelf porex endo-model femur with 80mm uhmwpe augment and porex stem and replacement poly for the in situ tibia. The components that are the subjects of this file had been implanted on (B)(6) 2022 and were provided under compassionate use approval (case (B)(4) due to the patient's nickel allergy and failed prior hinge knee (aesculap enduro, implanted (B)(6).